Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of a -8.50 diopter was implanted into the patient's left eye (os). Patient developed uncontrolled inflammation and the lens was explanted.

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).